Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect machine set up/ incorrect parameters¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." The device was not returned. The device was not returned.

Event description:
It was reported that nurse stated the patient just returned from a procedure and arctic gel pads remained on the patient during procedure. Nurse noted that it was difficult connecting the left thigh pad to fluid delivery line (fdl) and now they were getting no flow. Target temperature was 37c, patient temperature was 36.3c and water temperature was 19.1c. All 4 small size arctic gel pads were in use. No issues with the therapy before patient went to have the procedure. Mss walked through disconnecting and reconnecting the pads and started the therapy, but the flow was zero. The device was placed in manual control at 30c. Outlet monitor temperature (t1) was 18.9c, outlet control temperature (t2) was 19.1c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.2c, water flow rate was 1.3lpm, inlet pressure was -1.1 psi, circulation pump command was 100 percent, system hours were 3355.7 and pump hours were 2950.1. No water was flowing through left thigh pad. The device was placed back in automatic mode and flow rate was 0.9lpm and gave an alert 01 (patient line open). Mss advised to swap out the pads as the left thigh appeared to be damaged.

Event description:
It was reported that nurse stated the patient just returned from a procedure and arctic gel pads remained on the patient during procedure. Nurse noted that it was difficult connecting the left thigh pad to fluid delivery line (fdl) and now they were getting no flow. Target temperature was 37c, patient temperature was 36.3c and water temperature was 19.1c. All 4 small size arctic gel pads were in use. No issues with the therapy before patient went to have the procedure. Mss walked through disconnecting and reconnecting the pads and started the therapy, but the flow was zero. The device was placed in manual control at 30c. Outlet monitor temperature (t1) was 18.9c, outlet control temperature (t2) was 19.1c, inlet temperature (t3) was 19.5c, chiller temperature (t4) was 5.2c, water flow rate was 1.3lpm, inlet pressure was -1.1 psi, circulation pump command was 100 percent, system hours were 3355.7 and pump hours were 2950.1. No water was flowing through left thigh pad. The device was placed back in automatic mode and flow rate was 0.9lpm and gave an alert 01 (patient line open). Mss advised to swap out the pads as the left thigh appeared to be damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.